Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a cardiac ablation interventional procedure using a 6f sheath. Reportedly, though no resistance was noted inserting the proglide device, the guide buckled when inserting the device into the vessel. The physician continued use of the device and when performing step 3, the suture was found to be broken. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was attempted to be used after damage was observed. The electronic perclose proglide instructions for use (eifu), states: do not use the perclose proglide smc device or accessories if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. In this case, it doesn¿t appear that the IFU deviation contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.